Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer loaded a new cartridge to address the event. Customer`s blood glucose level was around 212 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.